Event description:
The device was implanted ten years ago at another facility. It has eroded through the skin. The device was exposed through a .5" x 2" opening. The device was removed and the wound was cleaned and closed.